Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the insulin pump was buzzing and had a constant tone. The customer stated that they received an unexpected restart alarm during priming. The insulin pump will not be returned for analysis.